Event description:
A report was received regarding a needlestick injury that occurred at the user facility. At the conclusion of an infusion the clinician activated the safety feature of the device. The device was not captured and the clinician was stuck by the exposed needle. According to user facility the clinician received treatment for blood exposure. No permanent adverse effects reported to user at this time.

Manufacturer narrative:
One used sample was returned for eval. Visual inspection and testing found the sample to operate as intended. Further inspection of the returned sample found a scratch in the capture area of the introducer base, indicating the use of excessive force during activation of the safety mechanism. Additionally, white stress marks were found on the safety arm which are consistent with the extension of the safety arm past the capture area of the device. There was no evidence found to suggest the event was caused by an intrinsic defect in the product.